Event description:
Olympus was informed that four pt's may have been infected by a "drug resistant organism" of carbapenem-resistant enterobacteriaceae (cre) from one olympus duodenoscope in use from august 2014 to (B)(6) 2015. It was further reported that one of the four infected pt's expired. The cause of death is unk. However, it was reported that the death was unrelated to a cre infection. Olympus made multiple attempts to obtain additional information via telephone and in writing, but with no success. This is three of four reports.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. However, an olympus endoscopy support specialist (ess) has been scheduled to visit the site to perform a demonstration of olympus recommended reprocessing practice. If additional information becomes available at a later time, this report will be supplemented. Please cross reference MFR report numbers: 2951238-2015-00094,00095, and 00141.